Event description:
It was reported device migration occurred. A left atrial appendage closure (laac) procedure was being performed. The patient was noted to have had a chicken wing anatomy with distal/apical pectinate. A watchman access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The 27mm flx pro closure device was positioned with less than 1/3 shoulder noted. Position, anchor, size and seal (pass) criteria was assessed, and a tug test was performed twice with no leak by color flow or contrast, so the closure device was released. Within approximately 1-minute post-release the closure device was noticeably more proximal than when it was released. Within 5 minutes the device had approximately 3/4 shoulder in the mitral aspect. Equipment was opened in preparation for device embolization, but after approximately 20 minutes of the device remaining stable, the physician decided to leave it alone and not extract it at this time. The plan is to leave the device in place for approximately 6 weeks, get computed tomography (CT) imaging, and possibly plug the device. No patient complications occurred.